Event description:
It was reported that during a stenting treatment procedure, stent dislodgment and embolization occurred. Vascular access was obtained with a 6f non bsc sheath via the right femoral artery. The 90% stenosed target lesion was located in the downward sloping renal artery. A non bsc catheter and a .018 non bsc guide wire were placed at the target lesion. Two attempts were made to pass the express vascular sd sds through the stenosis but the device was unable to advance. During the attempt to advance, the express vascular sds was slightly pushing the guide wire and sheath, almost losing vascular access. The vessel was rewired with a v18 guide wire for extra support. The express vascular sds was readvanced and wire access was lost. The express vascular sds and the v18 guide wire were pulled into sheath and it was noted that the stent had dislodged. Under fluoroscopy it was noted that the stent was a "standing" on top of the tip of the sheath but quickly embolized to the left common iliac artery, then down to the left profunda distal main trunk and became lodged. Upsized to a 7f non bsc sheath and placed a bernstein catheter. Using a non bsc snare, was able to retrieve the stent into the sheath and remove from the patient without difficulty. The procedure was completed. No further patient complications were reported and the patient's status is listed as fine. Patient to return in two weeks for renal stenting.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).